Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (event site postal code - (B)(6). A getinge field service engineer (fse) checked the machine & found machine was not getting on. Further checked & found there was some connectivity issue of the on/off switch with the solenoid driver board. Then reset the connections of solenoid driver board & found machine is now switch on. Checked again & found machine giving alarm maintenance required code #3. Then further checked & found drive transducer of the machine was faulty. Fse replaced the drive transducer of the machine & then checked again & found now machine is working ok. Performed all clinical tests. All tests passed. Equipment handover to customer in good working condition.